Event description:
New information received notes that has pneumonia and delirium from neurological insult. The infection is not related to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) failed to deliver shock during ventricular fibrillation (vf) episodes. Under sensing on discrimination channel was also noted. The patient was treated with external shocks. The patient status was unknown.